Manufacturer narrative:
(B)(4). At this time, the customer has not responded to requests for additional information regarding this event.  Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr could not duplicate the reported problem. The fsr completed performance testing and the unit meets manufacturer's specifications. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the touch screen on the ventilator is not responding to touch. It is unknown if there was patient involvement associated with this reported issue.